Manufacturer narrative:
Upon disassembly for visual inspection internal wire damage was found.

Event description:
The tps handpiece cord was returned for service. Upon evaluation at the manufacturer it displayed a bias current message when connected to a handpiece, signaling a condition occurred from which the handpiece has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.